Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that nurse inserted catheter into the patient and it broke off. Also stated that the patient had to undergo surgery to remove the catheter. Also stated, two foley catheters were contaminated with urine and blood. Per follow up with ibc via mail on 26nov2020, 2-way foley catheter of size 16 was inserted in emergency department to the patient who had underlying cognitive impairment. Patient was nursed on hand mittens, bilateral hand retainers and body vest. Agitation was observed when approached for swab and intra-venous cannulation. On encounter of indwelling catheter being disconnected from the urine bag, the nurse found a broken catheter in the diaper. At the time of incident discovery, patient was neither agitated nor restless. Upon assessment, noted the missing tip and measured the length, it was 33cm. When medical team assessed the patient, patient was found talking to himself and unable to ask patient if the catheter was pulled. No bleeding was seen. Subsequently, a flexible cytoscopy was performed for tip removal.

Manufacturer narrative:
The reported event was confirmed however the cause was unknown. Received only attached photo sample. Based on photo sample attached, there were observed catheter was broke at catheter shaft. The breakage did not occur as a result of any manufacturing process related cause. However, the exact cause of how and when the problem occurred could not be determined and unable to perform functional testing due to poor sample condition. A potential root cause for this failure mode could be, ¿due to lower latex/over chlorination/user related (pulling by user/ expose to sharp object).¿ the lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿bardia foley catheter: caution: this product contains natural rubber latex which may cause allergic reactions. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Sterile unless package is opened or damaged. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage latex and may cause balloon to burst. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Single patient use only. Do not reuse. Do not resterilize. For urological use only. Valve type: use luer syringe. Do not use needle. Visually inspect the product for any imperfections or surface deterioration prior to use. Do not use if package is opened or damaged. Recommended inflation capacities. 5cc balloon: use 10cc sterile water. 30cc balloon: use 35cc sterile water. Do not exceed recommended capacities. Note: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable laws and regulations. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact an adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient.¿ h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that nurse inserted catheter into the patient and it broke off. Also stated that the patient had to undergo surgery to remove the catheter. Also stated, two foley catheters were contaminated with urine and blood. Per follow up with ibc via mail on 26nov2020, 2-way foley catheter of size 16 was inserted in emergency department to the patient who had underlying cognitive impairment. Patient was nursed on hand mittens, bilateral hand retainers and body vest. Agitation was observed when approached for swab and intravenous cannulation. On encounter of indwelling catheter being disconnected from the urine bag, the nurse found a broken catheter in the diaper. At the time of incident discovery, patient was neither agitated nor restless. Upon assessment, noted the missing tip and measured the length, it was 33cm. When medical team assessed the patient, patient was found talking to himself and unable to ask patient if the catheter was pulled. No bleeding was seen. Subsequently, a flexible cystoscopy was performed for tip removal.